Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that, after treatment with four pico 7 15cmx20cm the pump stopped working within an hour. It was unknown how the procedure was finished. No patient injuries or other complications were reported.